Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user did not have good speech understanding with the device as it was not loud enough.

Manufacturer narrative:
According to the information received from the field the recipient had not longer benefit with the device after a magnet resonance imaging (MRI). Reportedly the floating mass transducer was dislocated from its intended position due to the MRI procedure. Further the coil magnet was reportedly de-magnetized. However, an MRI examination with vorp 502 constitutes an abnormal use as the devise is not MRI compatible. The explanted device is not available for investigation. This is a final report.

Event description:
The user did not have good speech understanding with the device as it was not loud enough. Additional information stated that the user had underwent an MRI and the coil magnet was demagnetized and the audio processor could no longer be used. Additionally during the revision surgery the floating mass transducer (fmt) was found to be dislocated which was reported to have been also caused by the MRI. The user has been re-implanted. The device has been disposed of and is not available for investigation.